Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2014 and mesh was implanted. Prior to using on the patient, the packaging seemed partially open so they thought it might be contaminated. Another like device was opened and the procedure was completed with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.